Event description:
As reported by an edwards lifesciences field clinical specialist, during implantation of a 26mm sapien 3 ultra resilia valve in the mitral position. During inflation, the 26mm sapien 3 ultra resilia valve began to migrate atrial, and paravalvular leak was noted. To prevent further migration, an additional 2 cc was added to the 26mm commander delivery system for a second deployment attempt. However, the additional 2 cc could not be transferred into the delivery system balloon. A third attempt was made to post dilate, but again the balloon could not be fully filled with contrast, and complete inflation could not be achieved. At this point, a second 26mm commander delivery system was prepared with a total of 28 cc of 15 percent contrast using the same atrion syringe and contrast mixture as the first 26mm commander delivery system. Due to the persistent pvl, the team decided to implant a second 26 mm sapien 3 ultra resilia valve. The second valve was deployed successfully, resulting in resolution of the issue.

Manufacturer narrative:
Investigation is underway.